Manufacturer narrative:
Initial reported phone number: (B)(6). Patient code updated from 2199: no consequences or impact to patient to 2100: thrombosis.

Event description:
It was reported that the closure device shifted. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device was successfully implanted in the laa of the patient. The anatomy was broccoli shaped and medium complexity. The device met all criteria prior to release and ended with a good result. In (B)(6) 2020, the patient returned for a 3 month follow up transesophageal echocardiogram (tee) prior to cardioversion. Tee revealed the closure device had shifted in the laa. There were no patient complications and the case is ongoing. The patient is fine. It was further reported that the patient underwent surgery and the device was successfully explanted without any complications. The patient is fine and has been discharged from the hospital. Images from the follow up were reviewed by boston scientific and show significant malposition of the device likely due to shift or partial embolization. The device is noted to be extremely proximal and canted, extending into the left atrium. There is a large thrombus noted in one view with mobile components in the acute angle between the limbus ridge and device edge. In other views of this region a gap exists between device and limbus edge (no color doppler provided). There is mobile echogenicity noted in the device. There is also a large echodensity noted on the lateral midventricular wall that may be thrombus, unassociated with the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the closure device shifted. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device was successfully implanted in the laa of the patient. The anatomy was broccoli shaped and medium complexity. The device met all criteria prior to release and ended with a good result. In (B)(6) 2020, the patient returned for a 3 month follow up transesophageal echocardiogram (tee) prior to cardioversion. Tee revealed the closure device had shifted in the laa. There were no patient complications and the case is ongoing. The patient is fine.